Manufacturer narrative:
(B)(4). Additional information was requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Name of procedure? Date of initial procedure? What was the date of the reaction, day post op? Is there a photo available of the patient¿s reaction? What other medical and or surgical intervention was provided to address the issue? Please describe how was the adhesive was applied. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: ID, age or date of birth; bmi has the patient previously been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond skin adhesive used on the patient in a previous surgery or wound closure? Do you have the lot number used? Current patient status. No product is available for return.

Event description:
It was reported a patient underwent an unknown knee surgery on an unknown date in 2021 and topical skin adhesive was used. Patient had a reaction post op to adhesive: blistering. Patient was treated with oral antibiotics.. Additional information has been requested.